Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. (B)(6).

Event description:
It was reported that device contamination occurred. The target lesion was located in the anterior descending branch. A 24 x 2.75mm promus premier drug-eluting stent was selected for use. However, it was noted that the product inside the package was not in a sterile state. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Event description:
It was reported that device contamination occurred. The target lesion was located in the anterior descending branch. A 24 x 2.75mm promus premier drug-eluting stent was selected for use. However, it was noted that the product inside the package was not in a sterile state. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 24 x 2.75mm was returned for analysis. An inspection of the foil pouch identified that the pouch was intentionally torn open. There was no damage observed to the foil pouch, apart from the fact that it had been opened. The pouch was clearly labelled and the labelled product details was consistent with the device received inside. The device was removed from the pouch and it was noted that the stent protector and product mandrel had been removed from the device and was not returned with the device. A visual and tactile examination of the device found that the hypotube was kinked at 37.6cm from the strain relief. A visual and tactile examination of the distal extrusion identified no kinks or damage. A microscopic examination of the distal extrusion identified no damage. A microscopic examination of the crimped stent identified no damage. The stent was fully crimped onto the balloon. An examination of the exposed section of the balloon (section not covered by the stent) found no evidence that the balloon was subjected to any positive pressure. No damage was observed to the balloon material at the proximal and distal balloon cone area. A microscopic examination of the tip identified no damages.

Event description:
It was reported that device contamination occurred. The target lesion was located in the anterior descending branch. A 24 x 2.75mm promus premier drug-eluting stent was selected for use. However, it was noted that the product inside the package was not in a sterile state. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 24 x 2.75mm was returned for analysis. An inspection of the foil pouch identified that the pouch was intentionally torn open. There was no damage observed to the foil pouch, apart from the fact that it had been opened. The pouch was clearly labelled and the labelled product details was consistent with the device received inside. The device was removed from the pouch and it was noted that the stent protector and product mandrel had been removed from the device and was not returned with the device. A visual and tactile examination of the device found that the hypotube was kinked at 37.6cm from the strain relief. A visual and tactile examination of the distal extrusion identified no kinks or damage. A microscopic examination of the distal extrusion identified no damage. A microscopic examination of the crimped stent identified no damage. The stent was fully crimped onto the balloon. An examination of the exposed section of the balloon (section not covered by the stent) found no evidence that the balloon was subjected to any positive pressure. No damage was observed to the balloon material at the proximal and distal balloon cone area. A microscopic examination of the tip identified no damages.